Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis. Concurrent conditions included overweight, vaginal itching, uterine bleeding and amenorrhea. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems"), libido decreased ("hormonal changes describe: low libido"), abdominal distension ("bloating"), migraine ("migraines / headaches") and blindness ("vision/eye problems type: loss of vision") and was found to have weight increased ("weight gain /weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic tocal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, visual impairment, weight increased, libido decreased, abdominal distension and blindness outcome was unknown, the genital haemorrhage, urinary tract infection and migraine had resolved and the dyspareunia, dysmenorrhoea and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, blindness, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, libido decreased, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2009 now it is reported (B)(6) 2007 plaintiff received treatment for chronic pain, dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, gen. Abnormal bleed, bladder probs, bladder infect, uti, vag infect, vag. Discharge,fatigue ,gi conditions, hair loss, dental problems, vision problems, weight gain insertion details: the essure device was deployed per without difficulty. Three coils were noted outside left ostia.essure device was inserted appropriately but failed to deploy. Device was removed intact from the uterus. A new device was then deployed without difficulty. Eight coils were noted outside the right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs & mr received. New reporter's information was added. Added event hormonal changes describe: low libido, bloating, migraines / headaches, vision/eye problems type: loss of vision. Updated outcome of events. Concomitant conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2009 now it is reported (B)(6) 2007 plaintiff received treatment for chronic pain, dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, gen. Abnormal bleed, bladder probs, bladder infect, uti, vag infect, vag. Discharge, fatigue, gi conditions, hair loss, dental problems, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s); (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dyspareunia, dysmenorrhea, abdominal pain, gen. Abnormal bleed, bladder probs, bladder infect, uti, vag infect, vag. Discharge, fatigue, gi conditions, hair loss, dental problems, vision problems, weight gain were added. Lab data, reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.